Manufacturer narrative:
Additional summary: received for analysis an empty opened foil, a detached needle and a suture piece of product code vcp358h, lot mk2920. During the visual inspection of the detached needle, the swage and attachment area were noted to be as expected. The barrel hole no present suture remnant. In addition, body fluids and marks on the needle appears to be by use of a surgical instrument. The suture piece was examined, excessive body fluids were found, and the ends were cut appears to be by use of a surgical instrument. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Due to condition of the sample, it could not be determined what may have caused the reported incident.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device mk2920, and no non-conformance's were identified. The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent cesarean section on an unknown date and suture was used. The suture pulled off the needle at the time of continuous suture of uterine myometrium during the procedure. Changed to another device to complete the surgery. There were no adverse patient consequences reported. No additional information could be provided.